Manufacturer narrative:
Complainant indicated that the malfunction occurred during the transport of the pt during wet weather. The zoll technical service department evaluated the device and they observed severe water damage and water contamination inside of the device. The evaluation of the device concluded that the water damage and contamination was the cause of the reported failure.

Event description:
Complainant alleged that the medics were attempting to monitor a 75 yr old male pt while transporting him in wet weather conditions. They allege that the monitor suddenly began emitting "strange noises," then started to lose power while displaying a "cannot dump" error message and "200j" on the device screen. The screen display then faded into a green dot. The complainant indicated that the medics were able to obtain another device to successfully monitor the pt, and that there was no adverse effect on the pt as a result of the reported malfunction.